Event description:
It was reported that the valve was not flowing properly.

Manufacturer narrative:
The returned valve showed no signs of internal debris or occlusion. The valve was patent and passed siphon, reflux, and leakage testing. It met all specifications for pressure-flow and preimplantation testing. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records shows no anomalies. All of our products are 100% tested at the time of MFR.